Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that the probe of the cobas 6000 c (501) module - c501 was found to be carrying a huge clot. Serum was also found spilled all over the analyzer. The customer stated that there were no alarms on the analyzer and that it continued to process samples while the clot was attached. The customer stated that the issue caused implausible results to be measured for an unspecified number of patient samples tested for multiple assays. Physicians later complained about the results, so the samples were repeated. The customer provided data for 9 patient samples that were affected. Of these, 5 had erroneous initial results which were reported outside of the laboratory for ureal urea/bun (ureal), ca2 calcium gen.2 (ca), and phos2 phosphate (inorganic) ver.2 (phos). The first sample initially resulted with a ureal value of 0.1 mg/dl, which repeated as 47.7 mg/dl. The second sample initially resulted with a ureal value of 0 mg/dl, which repeated as 46.8 mg/dl. The third sample initially resulted with a ca value of 0 mg/dl, which repeated as 9 mg/dl. The fourth sample initially resulted with a phos value of 0.2 mg/dl, which repeated as 4.3 mg/dl. The fifth sample initially resulted with a phos value of 0.3 mg/dl, which repeated as 4.5 mg/dl. No adverse events were alleged to have occurred with the patients. The ureal, ca, and phos reagent lot numbers and expiration dates were asked for, but not provided. The customer changed the photometer lamp, cuvettes, all system reagents, and the sample probe. The customer cleaned all parts that appeared to have serum spilled. The customer carried out all necessary maintenance actions. The customer re-measured all controls and continued working. The field service engineer checked all adjustments. He cleaned the instrument again. Everything was found to be working well.

Manufacturer narrative:
The issue was determined to be caused by poor sample quality. The customer has had no further issues.